Event description:
Pt had ICD implanted 2001 at another hospital using medtronic spring-quatro lead and medtronic gem iiivr generator. Pt required admission at hosp 2004 for new lead and generator replacement. Lead assessed and impedance values on the old lead were unacceptably high including the coil impedance, and there was noise on the sent signal. This indicated lead failure. Medtronic rep informed.